Event description:
The customer reported that toward the end of an abdominal procedure, a flash fire occurred in the operating room when a flammable skin barrier solutions used to cleanse the pt's skin prior to re-connecting the pt's colostomy bag was inadvertently ignited over a fairly large area of the pt's abdomen. The fire was quickly extinguished, and the degree of burn to the pt was described as mostly 1st degree with a small area of 2nd degree.

Manufacturer narrative:
(B)(4). The incident generator has been requested but to date has not been received for eval. If the unit is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.